Event description:
It was reported the koala intrauterine pressure catheter did not function as intended; it would not zero or read contractions. In addition, the independent licensed provider reported that the iupc was "stiffer than usual".